Manufacturer narrative:
Correction: medical device catalog #. Additional information: unique device identifier (UDI)#, imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an channel error (potassium phosphate) was not determined because no products or device logs were returned.

Event description:
It was reported that a channel error occurred during potassium phosphate infusion. At first, the clinician was troubleshooting air in line, so they removed the tubing from the device and observed air. When the nurse loaded the IV set to restart the infusion the channel stated ¿error¿. This was reported to bd representatives during site visit. Bd technical practice consultants reviewed log entries in maintenance mode and observed a 240.4150 error was logged for (B)(6) 2024. There was no reported patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a channel error occurred during potassium phosphate infusion. At first, the clinician was troubleshooting air in line, so they removed the tubing from the device and observed air. When the nurse loaded the IV set to restart the infusion the channel stated ¿error¿. This was reported to bd representatives during site visit. Bd technical practice consultants reviewed log entries in maintenance mode and observed a 240.4150 error was logged for august 20th, 2024. There was no reported patient harm.